Manufacturer narrative:
Additional information was received and the lot number, model number, UDI, manufacturing and expiration date was updated. Was updated when the doctor went to remove the competitors 5f sheath, a 6f-7f mynxgrip vascular closure device (vcd) was stuck in the procedural sheath. He pulled the mynxgrip vcd and it popped out of the arteriotomy and manual pressure was applied. There was no reported patient injury. The doctor was a new mynxgrip user. The product was stored as per labeling and opened in a sterile field. The stick location was the left femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was inserted and shuttled down. The physician failed to remove the sheath from the arteriotomy, and the sealant swelled inside of the sheath and caused the issue. He did the same thing on subsequent procedures that I was present. I instructed him to remove the sheath and the same issue did not occur. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The procedural sheath was on the catheter, covering the outer cartridge tubing distal tip and the balloon. The syringe was connected to the device with the stopcock closed. The sealant and advancer tube remained inside the shuttle cartridge tubing. The condition of the returned device is consistent with the reported incident. It was noted that there was dried diluted contrast residue observed in the inflation tubing and around the inflation indicator. The procedural sheath stopcock was observed not opened as received. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure, and no anomalies were observed. Per functional analysis, resistance was felt when retracting the shuttle cartridge to the black handle. It was revealed that the sealant was exposed to blood and adhered to the device components. The procedural sheath and the sealant were removed from the device. Then the shuttle was advanced until a definitive stop was felt and retracted to the black handle without issue. The advancer tube was found properly engaged to the proximal tamp lock, per the mynxgrip instructions for use (IFU). The condition of the returned device is consistent with a device deployment jam. Leak testing could not be performed on the balloon of the returned device due to the catheter¿s lumen being clogged with dried diluted contrast. The device was submerged in hot water, and excessive force was applied on a lab syringe to inflate the balloon without success. All attempts to inflate the balloon were exhausted. Per microscopic analysis, the sealant was exposed to blood, swollen and adhered to the device components as received. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during the shuttling and unsheathing step, the sealant hindered/obstructed the device path from being advanced/retracted, which may have contributed to the reported incident. There was also evidence of dried diluted contrast residue in the inflation tubing and around the inflation indicator. A product history record (phr) review of lot f2100402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ and ¿sealant device deployment jam¿ were confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as failure to follow the instructions for use (IFU), may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to detach shuttle and advance until a definitive stop is felt, and immediately grasp the procedure sheath and withdraw it from the tissue tract. Failure to withdraw the procedure sheath together with the shuttle cartridge could cause the sealant to prematurely hydrate, expanding in volume and/or adhering to the device component, which created resistance and obstructed the device path during the procedure. The mynxgrip IFU also instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock can result in a tight seal at the tip of the sheath, and blood can be trapped inside the sheath, which could result in a device deployment jam issue. It should also be noted that excessive tension applied to the balloon catheter during pullback can cause the balloon to collapse and/or be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review could not be conducted as the sterile lot number was not provided. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When the doctor went to remove the competitors 5f sheath, a 6f-7f mynxgrip vascular closure device (vcd) was stuck in the procedural sheath. He pulled the mynxgrip vcd and it popped out of the arteriotomy and manual pressure was applied. There was no reported patient injury. The doctor was a new mynxgrip user. The product was stored as per labeling and opened in a sterile field. The stick location is the left femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There were no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. The procedure use a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was inserted and shuttled down. The physician failed to remove the sheath from the arteriotomy and the sealant swelled inside of the sheath and caused the issue. He did the same thing on subsequent procedures that I was present. I instructed him to remove the sheath and the same issue did not occur. The device will be returned for evaluation.